Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Bm (B)(4) is associated with this event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the facility received seeds with product code (B)(4) (sales order (B)(4)) that were intended for a different facility, instead of the seeds that were ordered (1251csr and 1251csra - sales order (B)(4)). The initial investigation into the issue indicated that the fedex labels on the outer shipping boxes were switched. The seeds that the facility received ((B)(4)) were reportedly used on the patient and the patient received the correct dosage without impact.

Event description:
It was reported that the facility received seeds with product code ps1251ls (sales order #(B)(4)) that were intended for a different facility, instead of the seeds that were ordered (1251csr and 1251csra - sales order #(B)(4)). The initial investigation into the issue indicated that the fedex labels on the outer shipping boxes were switched. The seeds that the facility received (ps1251ls) were reportedly used on the patient and the patient received the correct dosage without impact.

Manufacturer narrative:
The reported even was confirmed as manufacturer related based on the product returned from (B)(6) hospital. (B)(4) is associated with this event. The lot number is unknown; therefore, the device history record could not be reviewed. The shipping documentation, including address labels, were switched between sales orders (B)(4). The IFU that accompanied the affected order was reviewed and found to be correct.

Event description:
It was reported that the facility received seeds with product code ps1251ls (sales order #(B)(4)) that were intended for a different facility, instead of the seeds that were ordered (1251csr and 1251csra - sales order #(B)(4)). The initial investigation into the issue indicated that the fedex labels on the outer shipping boxes were switched. The seeds that the facility received (ps1251ls) were reportedly used on the patient and the patient received the correct dosage without impact.

Manufacturer narrative:
The reported even was confirmed as manufacturer related based on the product returned from (B)(6) hospital. Bm-rap-18-04-004 is associated with this event. The lot number is unknown; therefore, the device history record could not be reviewed. The shipping documentation, including address labels, were switched between sales orders (B)(4) and (B)(4).